Event description:
Healthcare professional reported "hematoma" via dt form. Also healthcare professional reported wound issue. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence and hematoma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and hematoma.

Event description:
Healthcare professional reported "hematoma" via dt form. Also healthcare professional reported wound issue. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
H6: reported e0505 in error. Additional, changed, and/or corrected data: h.6.